Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient went to the emergency room for severe stomach pain, "his stomach is like a knot." He could not go to the bathroom. The patient was instructed on how to turn stimulation down, and the stomach pain persisted. He was also instructed on how to turn the stimulation off, and the patient confirmed that the stimulation was off, but still experienced pain. The pain started occurring on (B)(6) 2016. It was noted that the patient was having issues with the device as reported on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.